Event description:
It was reported that the patient's lead exhibited oversensing of noise and a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.